Event description:
A customer in (B)(6) notified biomérieux of a misidentification in association with the vitek® 2 gram positive (gp) test kit. Vitek® 2 identified a blood culture isolate as enterococcus casseliflavus with a van c biotype. Because the isolate lacked any pigments and was a critical specimen, the isolate was sent to bccdc for ID confirmation. The customer also ran the specimen on the vitek® ms. Both bccdc and the vitek® ms called the isolate enterococcus faecalis. The customer then re-ran the isolate on vitek® 2, and it identified it as enterococcus casseliflavus. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals were requested by biomérieux. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of a misidentification in association with the vitek® 2 gram positive (gp) test kit. Vitek® 2 identified a blood culture isolate as enterococcus casseliflavus with a van c biotype. The isolate was sent to bccdc for ID confirmation, as well as tested with vitek® ms. Both bccdc and the vitek® ms called the isolate enterococcus faecalis. The customer re-ran the isolate on vitek® 2, and it identified it as enterococcus casseliflavus. An internal biomérieux investigation was performed. The customer did not submit the strain for further evaluation. No card set up information was provided by the customer. The gp lot tested was 2420064103 and vitek® 2 software version used was 7.01. The customer reported that repeat testing also gave an identification of e. Casseliflavus on the gp card. One lab report was submitted. The lab report showed an acceptable identification of e. Casseliflavus with 5 atypical negative reactions (adh1, aglu, leua, cdex, adh2s) and one atypical positive reaction (bgal) for an identification of e. Faecalis according to the gp knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error, or an atypical strain. Without the strain or raw data, it's not possible to further evaluate the cause of the mis-identification. Gp lot# 2420064103 met final qc release criteria. This lot passed initial qc performance testing.